Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, customer loaded cold insulin into the cartridge. There was no reported adverse impact to the customer¿s blood glucose level.